Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and blank display. Customer's blood glucose was 120 mg/dl. The customer states the insulin pump was exposed to moisture; water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.